Event description:
I have a medtronic minimed paradim insulin pump with the following info on the back: sn (B)(4). A few months ago I was using the "bolus wizard" feature to add insulin because I was preparing to eat a meal. My blood glucose value was automatically populated via bluetooth connection with my (B)(4) contour nexlink wireless blood glucose monitor. I agreed with the blood glucose value and pressed "act", then I entered the amount of carbohydrates in my expected meal (I entered 90 grams) and pressed "act." I then reviewed the estimate details and hit "act." I selected "normal bolus" and hit "act." The next screen says to "set normal bolus" and gave an estimate of the amount of insulin to be delivered. I agreed with the calculated amount and hit "act." Here is where the problem is: the next screen says "blood glucose reminder duration," and my default value is 2 hours. Suddenly, my cell phone rang and I received an emergency call which needed my immediate attention. I knew that I would not be eating dinner for another couple of hours, so I didn't want any insulin delivered. I hit the "esc" key to back up and cancel the bolus, but the bolus began to be delivered anyway. I quickly disconnected my infusion set so that I was not receiving any add'l insulin bolus. I have repeated the test while my pump is disconnected from my body. Apparently once the calculated insulin delivery amount is verified, there is no stopping the bolus. I felt lucky that I was watching the insulin pump and noticed that the bolus was being delivered even though I thought I was canceling it, but I also wonder if other not-so-aware insulin pump users might suffer by having a bolus delivered when no meal was going to be eaten, causing a potential serious hypoglycemic event. I called medtronic and reported the problem; the representative seemed unconcerned and said that my info would be passed on. I was surprised that nothing has been done to fix this.